Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil had migrated/one was on top of my uterus were it punctured it and the other was behind my uterus close to my colon and intestine/both of coils were not inside of fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation ("one was on top of my uterus were it punctured it and the other was behind my uterus close to my colon and intestine/both of coils were not inside of fallopian tube"), scar ("scar tissue"), pelvic pain ("pelvic pain"), acne cystic ("cystic acne"), mood swings ("mood swing"), fatigue ("fatigue"), back pain ("severe back pain"), migraine ("migraine"), joint lock ("joint to lock as a from of allergy") and hot flush ("hot flashes"). At the time of the report, the uterine perforation, device dislocation, scar, pelvic pain, acne cystic, mood swings, fatigue, back pain, migraine, joint lock and hot flush outcome was unknown. The reporter considered acne cystic, back pain, device dislocation, fatigue, hot flush, joint lock, migraine, mood swings, pelvic pain, scar and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil had migrated/one was on top of my uterus were it punctured it and the other was behind my uterus close to my colon and intestine/both of coils were not inside of fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation ("one was on top of my uterus were it punctured it and the other was behind my uterus close to my colon and intestine/both of coils were not inside of fallopian tube"), scar ("scar tissue"), pelvic pain ("pelvic pain"), acne cystic ("cystic acne"), mood swings ("mood swing"), fatigue ("fatigue"), back pain ("severe back pain"), migraine ("migraine"), joint lock ("joint to lock as a from of allergy") and hot flush ("hot flashes"). At the time of the report, the uterine perforation, device dislocation, scar, pelvic pain, acne cystic, mood swings, fatigue, back pain, migraine, joint lock and hot flush outcome was unknown. The reporter considered acne cystic, back pain, device dislocation, fatigue, hot flush, joint lock, migraine, mood swings, pelvic pain, scar and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.